Event description:
Customer reported an intermittent charger fail error and the collimator cones down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gib. System operates as intended. This MDR is related to ge healthcare complaint number.